Manufacturer narrative:
Corrected data: h6. Health effect - clinical code (e): 1937 should be added. H6. Health effect - impact code (f): 4644 should be added. B5- a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an anterior subcapsular cataract (asc), elevated iop and medication was prescribed. Reportedly, "after surgery the patient's condition was good so he was allowed to go home. Not long after arriving at the hotel, the patient felt nauseous and vomited. D+1 post op control, iop was high: 50mmhg, doctor gave medication for decrease the iop". In a separate visit the lens was explanted. Additional information provided, "during icl explantation, there were posterior synechiae and fibrin. I removed the posterior synechiae on the icl using an iris spatula, the fibrin was taken with ultrata. During installation, it looks like the visco evacuation has been confirmed to be clean." The cause of the event was reported as unknown. Cause details provided: "crystalline lens cloudiness at d+2 after icl implantation". Claim# (B)(4).

Manufacturer narrative:
H6: type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. H11: manufacturer narrative: cataract and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an anterior subcapsular cataract (asc). In a separate visit the lens was explanted. Reportedly, "surgeon plan to do phaco and iol implantation after the eye condition is stable". Additional information provided, "during icl explantation, there were posterior synechiae and fibrin. I removed the posterior synechiae on the icl using an iris spatula, the fibrin was taken with ultrata. During installation, it looks like the visco evacuation has been confirmed to be clean." The cause of the event was reported as unknown. Cause details provided: "crystalline lens cloudiness at d+2 after icl implantation". If additional information is received a supplemental medwatch report will be submitted.